Event description:
It was reported that there was suddenly high impedance on the right ventricular (rv) shock coil. It was also reported that there was high impedance and high threshold on the left ventricular (lv) lead. The rv lead was capped and replaced. Programming changes were made and the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 693165, implantable tachy lead, (B)(6) 2005. Product ID: d354trg implantable cardioverter defibrillator (ICD).  (B)(4).